Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_ext, serial# unknown; product type extension. (B)(4).

Event description:
It was reported that there was a doctor who was taking out a battery and extension. The doctor wanted to cover the lead wire up with a boot. A manufacturer representative thought the reason for removal was infection. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.